Event description:
The customer reports after an unspecified procedure using an evis exera iii duodenovideoscope and a single use distal cover, tissue was found stuck behind the distal cover. There was no adverse effect to the patient as a result of this occurrence. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the distal cover used in procedure. Case with patient identifier (B)(6) reports the scope used in procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to e2 and e3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported issue was caused by operating suctioning or pressing the tip of the scope against the mucous membrane while removing the scope. Removing the scope in that state may cause minor mucous membrane damage or tissue fragment collection. However, the root cause could not be determined. Furthermore, per CAPA no. Omsc-hq-153-19, mucous membrane remains suctioned for several seconds even after the suction operation is stopped. Mucous membrane damage may occur if the scope is removed immediately after stopping suction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to correct the MDR aware date in section g3 from the previous supplemental report, follow-up number 3. The correct aware date should have been november 29, 2023.